Manufacturer narrative:
Clinical engineering reports to product monitoring, during the procedure, the anesthesiologist accidently hit the table power switch and turned off the table, then quickly turned it back on. Clinical engineer rebooted the complete system, table and computer. Customer reports, upon reboot, the room has functioned normally ever since.

Event description:
Customer reports fluoro was lost during a procedure, but staff could not recall the type of procedure or patient information. Patient procedure was completed. No reported injury.